Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on october 13, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (date not reported), in order to change the abutment. The implanted device remains.